Event description:
It was reported that the pt's device was removed due to a depleted battery and an occluded catheter. The pt's health care provider was troubleshooting the pt's catheter when he found an "unusual substance" occluding the catheter. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The catheter has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.